Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not returned to the manufacturer. The investigation is currently ongoing.

Event description:
It was reported that during treatment of an aneurysm the coil did not detach. The controller light was yellow first and then it was green. Later, the controller light was on. However, the coil still could not detach. During removal, the coil detached prematurely in micro-catheter. There was no reported patient injury and the current patient status is reported to be "fine."